Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Cgm graph indicated customer¿s blood glucose was ¿high¿ but no specific value was reported. Elevated blood glucose level was addressed with manual injection.